Event description:
The customer's mother reported via phone call that the customer dropped the pump because the holster got caught on something and the pump fell on the floor. Customer's blood glucose at the time of the incident was 200 mg/dl. Customer's mother stated that the pump had scratches on the display screen and damage on the display case. Customer's mother stated that the customer can read the pump screen and the pump is functioning as designed. Call was dropped and the customer's mother called back. Customer had a blood glucose of 415 mg/dl today. Customer's mother does not know why the customer is running high. Customer treated his blood glucose with ice cold water and walking. Customer's current blood glucose was 350 mg/dl. Customer injected 1 unit of insulin plus the bolus. Customer has had unexplained high blood glucose for the last 2 weeks. The pump passed the high pressure test. Customer was advised to do a complete set change. Customer's mother will follow-up with their doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.